Event description:
The end user customer reported to the customer that he heated the gel pack as instructed. He said he put the pack on his left ankle and there was a drastic burn. He went to a clinic a few days later, and then he went later to the emergency room. He said he is now being treated at a burn and trauma center for 2nd and 3rd degree burns. He said he is currently using salves and wraps on the burn.